Event description:
Customer reported negative ise (ion selective electrode) anion gap (agap) on patient results involving the au680 clinical chemistry analyzer. No erroneous patient results were reported outside the lab. There is no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse noticed the mid solution peristaltic (peri) pump was rotating backwards. The fse determined the issue was caused by the printed circuit board (pcb) that controls the peri pump. The fse corrected fw (firmware) to the printed circuit board (pcb) controlling the mid solution peri pump which resolved the issue. Patient demographic information was not provided. Patient data was not provided. Beckman coulter internal identifier is (B)(4).